Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Also see medwatch report number 1030489-2012-01441.

Manufacturer narrative:
Review of imaging studies found as follows: CT (B)(6) 2004 does not open for viewing. CT (B)(6) 2005 - interbody spacer right l5 with minimal posterior positioning. Screws at l4, l5, s1 appear well positioned. (B)(6) 2005 CT does not open for viewing. Cervical CT (B)(6) 2007 ossification in canal c5/6 dorsal to dura. No continuity wtih acdf graft or bmp. Solid fusion noted with good screw and plate position. Studies (B)(6) 2008 through (B)(6) 2012 did not open.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a 360 procedure including an anterior lumbar interbody fusion l3-s1 (a revision of prior l4-s1 fusion that had developed into a pseudoarthrosis) where rhbmp-2/acs was placed into interbody cages at each level, and a posterior l3-s1 revision with removal of hardware. Posteriorly, bmp was applied within the facet joints and also along the posterolateral gutter mixed with bone graft. New instrumentation was placed. No complications were noted. At 43 days post-op, the patient presented for routine 6-week post-op followup. The patient reported some low back pain coming into the left groin and some muscle spasms. The patient had recently undergone some work up for blood that was found in her urine. At 219 days post-op, a CT of the lumbar spine was performed. Per the report, the patient has a history of 'abnormal bone scan and recent diagnosis of renal cell ca post nephrectomy.' Per medical records, the renal cell ca diagnosis and nephrectomy took place approximately 4 months post-op. CT findings included 'apart from the postsurgical change, there was no further destruction as lytic or expansile abnormality to identify metastatic disease likely in view of the recent bone scan results. That despite special attention to the l3 vertebral body itself. No acute lumbar compression fracture. No subluxation. Allowing for the artifacts created by the hardware, efforts at soft tissue reformatting failed to demonstrate definite soft disc herniation or lumbar canal compromise.' At 369 days post-op, the patient presented for follow up. Per the physician's notes, 'she is still having some increased thoracolumbar pain. Her lower lumbar pain is much improved and her neck pain is much improved. She get some tingling in her legs and burning in her feet, which sounds like a neuropathy bilaterally but no radiating pain down into her legs. She rates her thoracolumbar pain as about a 9.10. She recently was diagnosed with renal cell ca and underwent nephrectomy and this was done, I believe in september.' Review of plain films of the lumbar spine showed mild-to-moderate degenerative disk changes throughout the thoracolumbar region. The l2-l3 level is relatively normal-appearing, and the fusion at l3-s1 appears to have healed solidly now. At 409 days post-op, the patient presented to the ER for a right foot injury. At 470 days post-op, the patient underwent a cystoscopy and placement of a pubovaginal sling via a retropubic approach to treat persistent stress urinary incontinence. At 537 days post-op, the patient underwent placement of a permanent spinal cord stimulator. At 1433 days post-op, the patient presented with abdominal bloating, gastritis and hiatal hernia. She underwent an esophagogastroduodenoscopy with biopsy.